Manufacturer narrative:
A ge svc rep performed an on site investigation. The cross arm brake was replaced and the power supply was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9600 system would intermittently reboot itself. Also, the monitors would flicker and the cross arm brake would not hold. No pt injury was reported.